Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-05259, related manufacturing reference number: 2017865-2020-05374. It was reported that the patient presented to the clinic with their implantable cardioverter defibrillator (ICD) extruding from their chest. The physician suspected an infection an explanted the ICD, atrial lead and right ventricular lead. The patient had no consequences throughout the procedure.